Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information was provided in b2 (date of death). Upon review, it was identified that it was inadvertently omitted from the previous report. Additional information was provided in d6b (explant date). Upon review, it was identified that it was inadvertently omitted from the previous report. Recaptured codes on h6 (health effect - impact code). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was most likely use related as the issue was resolved with additional sutures per clinical details.

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: the patient is a 58-year-old female with an indication for support due to acute myocardial infarction and cardiogenic shock, with pre support clinical state consistent with scai shock stage d. Following impella 5.5 placement via right axillary surgical access, the patient experienced ongoing access site bleeding after transfer to the cvicu. The right lateral tunnel was noted, and a jp drain was in place. The only apparent source of blood loss was the axillary access site around the sheath. Hemostasis efforts included forward suturing and manual pressure, and the patient received ddavp, kcentra, and blood products. Contributing factor of anticoagulation therapy, patient specific factors such the scai stage d, and underlying critical illness. The patient experienced access site bleeding attributed to the impella device following ICU transfer, requiring medical intervention and transfusion; however, hemostasis was ultimately achieved, and the event did not necessitate device removal. The patient was bridged to impella 5.5 for circulatory support in critical condition. The patient remained on support at the time of reporting.

Manufacturer narrative:
Additional information received regarding the patient outcome; b5, h1, and h6 updated date of death and explant date are unknown.

Event description:
The patient is a 58-year-old female with an indication for support due to acute myocardial infarction and cardiogenic shock, with pre support clinical state consistent with scai shock stage d. The patient was bridged to impella 5.5 for circulatory support in critical condition, after a prior cp pump support of 6 days. Following impella 5.5 placement via right axillary surgical access, the patient experienced ongoing access site bleeding after transfer to the cvicu. The right lateral tunnel was noted, and a jp drain was in place. The only apparent source of blood loss was the axillary access site around the sheath. Hemostasis efforts included forward suturing and manual pressure, and the patient received ddavp, kcentra, and blood products. Contributing factor of anticoagulation therapy, patient specific factors such the scai stage d, and underlying critical illness. The patient experienced access site bleeding attributed to the impella device following ICU transfer, requiring medical intervention and transfusion; however, hemostasis was ultimately achieved, and the event did not necessitate device removal. The team did perform the washout of the site of the 5.5 and additional sutures were applied to the site. The family did make the decision to withdraw care and the patient did expire. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
Additional information was received confirming patient's weight as previously reported (repopulated in a4). Correction. D4 catalog log number and d4 serial number were updated accordingly.